Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored an atrial tachy response (atr) episode containing either t-wave oversensing or farfield r-wave oversensing. Additionally, stored sudden brady response (sbr) episodes revealed an abrupt drop in sinus rate. No out of range measurements were observed. This pacemaker remains in service. No additional adverse patient effects were reported.